Event description:
The customer reported that during a laparoscopic hysterectomy, the device was not sealing completely, although endtones, indicating completed seal cycles,were heard. Minimal uterine artery bleeding occurred, and the surgeon took immediate measures to stop the bleeding. The surgery time was extended by 30 minutes or more. There was no injury to the pt.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.